Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There is no evidence the device was in patient use. During the evaluation the device failed a test step for positive flow verification. The device was recalibrated to address the issue. Additionally, the device's cord retainer and rubber feet were missing and were replaced to address the issues. The device was retested and passed all final testing.